Event description:
It was reported, that the device had a substance coming out of the rotating part of the device during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.